Event description:
The suspect meter showed variation in test results when compared to the lab. The folowing test results were reported: inratio = 4.6, repeat test = 4.0, lab = 3.2. Patient performed another test using a new lot of strips. The following test results were reported. Inratio= 5.2, lab = 3.6. The meter shall be returned for investigation purposes. Replacement meter sent to the patient.